Event description:
It was reported that a malfunction occurred on the pump, but there were no notable events prior to this issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to report any recurrence of the issue.